Manufacturer narrative:
Evaluation summary: customer reported a device that was obstructed after implant. No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to manufacturer's release criteria. Because a sample was not returned, the root cause cannot be determined. Additional information has been requested. (B)(4).

Event description:
A physician reported an obstructed device following a glaucoma filtering device implant procedure. The device was removed and replaced.